Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and intermittent loss of consciousness. It was further reported that the right ventricular (rv) lead exhibited increased thresholds. It was also reported that the implantable pulse generator (ipg) inaccurately interpreted the rv lead thresholds which lowered the output to subthreshold. A temporary pacing lead was placed. The rv lead was ex planted and replaced. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.